Manufacturer narrative:
(B)(4): the device was evaluated locally by the customer. Given the information provided by the customer, the local philips customer care center determined that the ac power module had failed. The customer was sent a replacement a/c power module, and this resolved the failure.

Event description:
The customer reported to the local philips customer care center that the ac power module was arcing and pitted. There was no report of patient involvement or impact.